Event description:
It was reported that while using the generator settings intermittently changes without hitting the black button on the foot pedal. The issue was found during an unspecified procedure and completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the generator settings intermittently changes without hitting the black button on the foot pedal. The issue was found during an unspecified procedure and completed with the same device. There were no reports of patient harm.